Manufacturer narrative:
Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure during normal mode. The rolling loop assembly will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted surgical procedure, the system generated repeated recoverable errors. The intuitive surgical, inc. (Isi) clinical sales representative (csr) attempted to disable universal surgical manipulator 2 (usm), however, the system then generated a non-recoverable error 252. The isi technical support engineer (tse) recommended a power cycle of the system, reseat the blue fiber cable, and hard cycle each component, however, the issue persisted. At that time, the surgeon made the decision to convert the procedure to an open traditional surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the usm to resolve the issue. The universal surgical manipulator (usm) are instrument arms located on the patient side cart that provide the sterile interface for the endowrist instruments and the endoscope.